Event description:
On (B)(6) 2011, this patient underwent an endovascular repair of a thoracic aortic aneurysm measuring 57 mm using a gore® tag® thoracic endoprosthesis (tg4020/06431463). Prior to the device implant debranching surgery from the ascending aorta to brachiocephalic, left common carotid, and left subclavian arteries was performed. Total amount of blood loss during the whole procedure was 2,600ml. It is unknown what specific procedure caused the blood loss, and if transfusion was performed. No other issues were reported during the procedure. The patient tolerated the procedure, and was transferred to ICU. On (B)(6) 2011, the patient expired due to post-operative blood loss from an anastomosis. It was reported that the blood loss was procedure-related.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional information received on (B)(6) 2015: on (B)(6) 2011, the patient suddenly bled at a surgical drain site. Soon after that, the patient became unconscious. Blood pressure could not be measured. Reinfusion, cardiac compression, and artificial respiration were given, however the patient did not revive. On (B)(6) 2011, the patient expired due to massive blood loss. As the patient suddenly bled, rupture of the thoracic aortic aneurysm was suspected; however as this happened all of the sudden, it was unable to identify what caused the bleeding, or where the bleeding occurred. No autopsy was performed.